Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: device was received at the service depot. Pre-repair temperature tests were performed, and after running the device for 1 minute, temperatures were recorded as follows: gear ¿ 138 f, motor ¿ 143 f, and, shaft ¿ 126 f. Service and repair found that internal parts were corroded. Replaced bearings, cleaned device and tested to manufacturing specifications.

Event description:
It was reported that the handpiece made a loud noise and got hot extremely quickly. A backup device was used to complete the procedure. There was no patient impact. It has been confirmed by the facility that the device took longer than 1 minute to get hot.